Event description:
It was intended to use a racer rx renal stent to treat a renal artery which was reported to have little tortuosity and calcification. The device was removed from packaging per the IFU and inspected with no issues noted. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated. It is reported that strut fracture occurred in vivo, after the stent was deployed. The balloon of the device deflated successfully following deployment. No patient injury is reported. Image review: procedural images confirm the lesion was pre-dilated with balloon followed by delivery and deployment of the racer stent across the lesion. Difficulties were observed with full stent expansion on the procedural images suggest that the calcification in the vessel impacted on the stent apposition. There is no evidence from the images of the occurrence of a stent fracture as there is not any stent weld or material breakage of the stent. Stent distortion is evident during angiographic review of the vessel and stent post deployment. The distortion of the stent suggests that the previously adjacent non-welded stent struts have been most likely forced out of alignment within a resistant calcified portion of the lesion.

Manufacturer narrative:
Evaluation results: patient' condition affected effectiveness of device (calcified and tortuous lesion). No results available since no evaluation performed (device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (calcified and tortuous lesion). Device not returned (stent remains implanted in the patient). (B)(4).

Event description:
Additional information from image review: procedural images confirm the lesion was pre-dilated with balloon followed by delivery and deployment of the racer stent across the lesion. The racer stent delivery was in the distal end of the guide catheter (sheath). The guide catheter was not positioned at the renal artery ostium and does not appear to be providing good support. The stent appears to be being deployed in the vessel. The deployed stent does not appear to be deployed correctly, due to the lack of support of the sheath/gc there was difficulty positioning the delivery balloon back inside the newly deployed stent. When the image of the stent was magnified, there appears to be gapping of the adjacent stent struts on the anterior side of the deployed stent. There is no evidence of a stent /strut fracture. It appears more likely that the fibrotic nature of the lesion resulted in previously adjacent non-welded stent segments moving out of alignment as the deployed stent conformed to the lesion morphology. Post dilation of the stent was performed at the proximal end of the renal stent, the proximal end of the balloon is inflated within the aorta.